Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare professional (hcp) reported that the patient only had the leads implanted. The implantable neurostimulator (ins) was removed. The ins was removed because the patient had a problem with it. The ins was removed and the leads were unhooked and coiled and placed back into the ins pocket. Relevant medical history included non-malignant pain.